Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) unit shows power up test failure code #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse recalibrated the pressure and vacuum. The fse also completed all diagnostic, performance, and safety testing to confirm operation of the unit. The iabp was returned to the customer and approved for clinical use.